Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ 3 needle was defective. The following information was provided by the initial reporter, translated from (B)(6): "bevel with spike."

Manufacturer narrative:
H.6. Investigation: two photos were received by our quality team for evaluation. From the photos, a defect in the bevel was observed, confirming the customer¿s experience. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Twenty needles from retained samples from the provided batch were examined under microscope and no burred needle was observed. The fraga plant received closed cartridges of cannulas from sister bd plants. These cartridges are directly introduced in the assembly machine and assembled into the needle with the ground end in the hub. Afterwards, an in-line camera system that inspects the needle point 100% and rejects defective ones. Based on preventative measures and stringent sampling inspection, the probability of occurrence of this non-conformance in our process is very low and always in exceptional cases.

Event description:
It was reported that the bd microlance¿ 3 needle was defective. The following information was provided by the initial reporter, translated from portuguese: "bevel with spike."